Event description:
It was reported that when the devices were used during a laparoscopic assisted vaginal hysterectomy, on 2nd firing of the device there was a loud "crunching" noise, the staples fired but the tissue did not cut. A 2nd device was then used and the same thing happened, but only occurred on the first firing. Another device was used to complete the case. There was no consequence to the patient.